Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had been slow and was periodically freezing. A technical support specialist dialed into station and confirmed that the database size was 6291.06 megabytes, which was within the acceptable threshold. The tss troubleshot the issue by following steps provided in the referenced knowledge article station slowness summaries. The issue was resolved and confirmed with the customer to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had been running slowly and the screen was periodically freezing. However, there were no delays or adverse events or injuries reported based on this event.